Event description:
The manufacturer received information alleging a trilogy evo "software update failed". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint of (software update fail and ventilator inoperative) alarm condition occurred. The technician confirmed critical error codes found in the ventilator's downloaded error log. E-156 occurs continuously indicating "therapy held in boot monitor software", therefore, during the software failed to update. The technician recommends replacing the system board to address the issue. In addition, the technician confirmed error codes e-47 (internal battery failure), e-52(detachable battery failure), e-133 (active exhalation failure) in the event log after reinstalling the software. The following parts were replaced to address the issue: internal battery pack, proportional valve (aecm), detachable battery pack. The particulate filter is required to be replaced. Upgraded to software version 1.06.10 the device was repaired and passed final test.